Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. During the sheath insertion, the common femoral artery (cfa) measured 4 mm, but 1.5 cm above the vessel narrowed to 2.5 mm. The angio-seal was deployed. While in the recovery room, the pt complained of leg pain and developed a "white leg." The pt underwent surgical exploration and revascularization of the femoral artery. Heparin, 3,000 units, actylase, 20 mg, and visipaque, 50 ml were given during the surgical procedure. The damaged part of the cfa was excised, and a 4 fogarty was passed into the superficial femoral (sfa) and the profunda femoris arteries (pfa). Good back bleeding was achieved. A 6mm darcon graft was patched from the cfa to the sfa with 5.0 prolene. The angio-seal device was removed. It was noted in the operative report that the collagen was in the artery, with the anchor protruding through the arterial wall and a length of the suture passing down and exiting the arterial wall. The pt's foot was "pink," but pulses were absent. An angiogram revealed spasm in the posterior tibial artery. The fogarty was passed down the sfa and the patch incision was closed. The dorsalis pedis pulse was present and the foot remained "pink." The pt was recovering.